Event description:
The event involved a cath lab w/5 port "off" manifold (600 psi), 72" admin set and 4 ft transpac® IV. It was reported the transucer was leaking and connections are not securing. There was patient involvement and no patient harm/ injury. Addtionally it was stated when setting up these 5 port manifolds they use heparinized saline to flush them and zero them before the case. The transducers were not connected to other devices when issue happened.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Manufacturer narrative:
The reported complaint of transducer is leaking was confirmed on the returned set. During visual inspection, the transducer's male luer was received broken from the female luer of the manifold. A part of the transducer is still inside the female luer of the manifold. Beach marks were observed on the transducer's broken region. When the rest of the set was primed and pressure leak tested, no leaks were observed. The probable cause of the transducer breaking had occurred due to unintentional bending forces applied during use. The male luers of the transpac and the female luers of the manifold were dimensionally inspected and the extreme end of the female luers of the manifold failed the iso slip luer gage inspection. The probable cause of out of iso specification female luers had occurred due to error during molding at salt lake city. The device history was reviewed and no related issues were noted.